Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus australia (oaz). Oaz inspected the subject device and the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection results, there is the possibility that a failure in the camera cable and/or the video connector attributed to the reported phenomenon, because the cable and the video connector transmit video signals.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the error b30 which indicated that there was the communication problem between the endoscope and video processor was displayed. There was no report of patient injury associated with the event.